Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot number was not provided; therefore, a ship history of previous lots sent to the customer was reviewed. Device history record (DHR) review of the lots identified found no issues.

Event description:
It was reported that the patient experienced a cardiac tamponade. During an ablation procedure for atrial fibrillation, while using an intellanav mifi oi ablation catheter in the coronary sinus vein, the patient experienced a cardiac tamponade. Pericardiocentesis was performed, which removed 300 cc of fluid. The drain was removed in the lab and the patient was in stable condition. The catheter was inadvertently discarded by the facility.